Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-14395. It was reported that the patient presented with infection. The cause of the infection was due to (B)(6). Patient presented for extraction procedure on (B)(6) 2019. The implantable cardioverter defibrillator and right ventricular lead was explanted. The patient was stable post procedure.